Event description:
It was reported by the rep that the (1) 511sd was used during a laparoscopy procedure. It was reported that the red arming button failed to engage after going through the peritoneum. There was no "incidence" to the pt. The surgeon completed the case with the same device.